Event description:
It was reported that the patient presented for a lead revision procedure due to high capture threshold. The lead was explanted and replaced. The patient was discharged and was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.